Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, possible valve oversizing and a small piece of calcium in the lvot were likely contributing factors for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post deployment of a 29mm sapien xt valve with less 2ml of inflation volume, an annular rupture on the non-coronary side was noted on angiogram. A second 29mm sapien xt valve with less 3ml of inflation volume was implanted within the first valve. The second valve was positioned 50:50 aortic ventricular; approximately one-third of the valve height higher than the first valve. Angiogram and trans-esophageal echo showed that the leak was completely sealed with the skirt of the second valve covering the rupture point. Blood leaking into the pericardium was removed and re-infused. The patient lost approximately 200 to 300ml of blood and was stable at the time of the report. The annular rupture was considered to be possibly caused by valve oversizing and a small piece of calcium in the lvot at the point of rupture. The patient's annulus measured 550mm2 by CT, had severe native annular calcification, moderate native leaflet calcification and no native root calcification.

Manufacturer narrative:
Image review was completed by an edwards physician. The procedural cine was reviewed and it was observed the aortic valve was heavily calcified, the cusps were in good alignment, bav was seen with contrast, the balloon completely filled the aortic annulus with no contrast leak into the ventricle, the first valve was coaxial and was implanted in a good position, during the last part of inflation the valve appeared to push calcium deposit beyond the anatomical aortic ring, cine showed contrast outside of the aorta (suggestive of an aortic annular rupture), a second valve was deployed more aortic within the first valve and contrast was not seen outside the aorta. Impressions: the annular rupture was confirmed. There was no information provided regarding what bav product was used, however, it appeared to be an edwards 25mm bav. During the cine bav, contrast injected showed a 25mm bav completely filled the annulus with no contrast leak into the left ventricle.